Event description:
The customer's mother reported via phone call that the customer had experienced low blood glucose over the last 2-3 weeks. Customer had a blood glucose of 26 mg/dl. Customer's mother stated that this caused the customer to vomit and then they were disconnected from the pump. Customer's blood glucose increased after they were disconnected. Customer's mother stated that the nurse made adjustments to the basal rates and changed the carb ratio. Customer's blood glucose now runs on the high side. Customer's mother was advised to call back if the issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.